Manufacturer narrative:
Initial and final MDR 1913400- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set fell off during use due to which hyperglycemia occurs within one hour of use. High blood glucose level was 320 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.